Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call on 01-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated no longer experiencing symptoms and no medical attention was required. Note: manufacturer contacted customer in a follow-up call on 01-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 240-490mg/dl. The customer did report symptoms of feeling shaky, dizzy and thirsty. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/18/2018 (expired) and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.